Event description:
It was reported that the customer was hospitalized for high blood glucose of 25mmol/l. It was stated that the customer was also hospitalized for ketones and insulin not being delivered. It was stated that the customer changes the infusion set every three days. Troubleshooting was declined, and the customer requested a replacement of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.